Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both atrial and ventricular jacks of the external pulse generator (epg) were damaged. The epg has been returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
External pulse generator (epg) were broken. It was also noted that the upper case was dented, the display wire was pinched with exposure of the insulation, and the keypad was damaged. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.